Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition for greater than 2 seconds of asystole. The cause was unknown. An invasive procedure was performed. The lead was surgically abandoned and replaced and the device remains implanted and in service. No additional adverse patient effects were reported.